Event description:
On (B)(6) 2013, this patient presented with thoracic pain and underwent endovascular re-intervention to treat a ruptured aortic arch pseudoaneurysm. A chimney procedure was performed. The innominate artery was stended with gore excluder aaa endoprostheses; and the left common carotid artery was stented with two gore viabahn endoprostheses. A conformable gore tag thoracic endoprosthesis was then deployed in the ascending thoracic aorta, just distal to the left common carotid artery with coverage extending approximately 6mm-7mm distal to the ostium of the left subclavian artery. The patient tolerated the procedure. It was reported that the patient had a systemic infection at the time of treatment. On (B)(6) 2013, the patient was diagnosed with a proximal type I endoleak. On (B)(6) 2013, the patient underwent re-intervention, wherein onyx liquid embolic system was used to embolize the endoleak and gutters of the chimney grafts. Complete exclusion of the aneurysm was reported. The patient tolerated the procedure. On (B)(6) 2013 the patient developed lower respiratory tract infections and a bronchopulmonary infection and expired. The cause of death was reported to be respiratory insufficiency, secondary to pulmonary infection.

Manufacturer narrative:
Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: the instructions for use (IFU) for the gore tag thoracic endoprosthesis states: "the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta." Additionally, the IFU specifies, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient populations; traumatic aortic transections, pseudoaneurysms resulting from previous graft placement, patients with active systemic infections. Additionally, the IFU specifies, "complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak, embolism and death.